Event description:
Patient was treated for an intertrochanteric fracture with placement of a trochanteric fixation nail (tfn), helical blade and screw on (B)(6) 2012. Patient complained of pain. Patient was returned to the o.r on (B)(6) 2013 for removal of hardware. It was unclear if patient had healed, so the patient was revised to a femur locking plate construct. This is 3 of 3 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.